Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has to wear sunglasses on occasion to drive at night and has to wear them all the time during the day due to lights being too bright, glare and halos at night. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account to properly complete an investigation. At the consumer's request, the surgeon was not contacted. (B)(4).